Event description:
When the physician was inserting the chest tube, the covered guide wire came apart - (it is a small wire encircled by a tight coil that stays in one piece through-out insertion and then the covered guide wire is removed when the chest tube is in place). When the physician was withdrawing the guide wire - it appeared to break and the coils in this area separated so that the wire was outside of them. To be sure he didn't leave any of the distal wire in the infant, he had an x-ray done and everything was ok. From the information provided by the reporter, a foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections during the manufacturing process and again, prior to transport. Without the complaint device we cannot make a conclusive root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Nothing in the event description or description of the patient anatomy suggests a possible cause. The root cause for this complaint will be listed as inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.